Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04489. It was reported the patient underwent an ins pocket site revision on (B)(6) 2018 (please see MFR report #1627487-2018-03889). Postoperatively, the patient experienced ineffective stimulation from the left drg lead. Diagnostics revealed no abnormalities. As a result, the physician explanted and replaced the left lead. Postoperatively, effective therapy was restored. Both of the patient's leads are being reported because bilateral leads were implanted at the s1 vertebral level and it is unknown which s1 lead was liable.